Manufacturer narrative:
Additional device product code: mni, mnh, kwp, kwq. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the complaint received states it was found out 3 months later since the surgery that the two screws in question were broken. The surgeon reported that he had to use the large screws for this patient with large body frame because he used small ones at first. It was also reported that he had to use a lot of screws even though he used small ones. This is report number 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for (B)(4).